Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous mid to distal left anterior descending artery. The physician advanced the 3.00x20mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that the distal edge of the stent was damaged. The procedure was completed with another device. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).